Event description:
It was reported that, during the pre-hospital discharge test one day post-implant, the right ventricular (rv) lead exhibited elevated pacing capture threshold that measured at high values. A micro-dislodgement was suspected. The lead was reprogrammed to high values and it remains in use with continued follow-up. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (ipg) (B)(6) 2013; 5076-58 implantable pacing lead (B)(6) 2013. (B)(4).